Event description:
A malfunction on the pump was reported by the caller, although no notable events occurred prior to this issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer technical support provided information to reset the pump and assisted the caller in doing so. After the reset, the malfunction code did not recur, and the caller was advised to continue using the pump and to contact support again if the malfunction code appeared in the future.